Event description:
Complainant indicated that during a biomed testing the device displayed a "defib fault 72" message and will not charge up energy. Complainant indicated that there was no pt involvement in the reported malfunction.